Event description:
The customer's spouse called to report that customer was hospitalized with dka. It was stated that the customer was placed on insulin drip. Troubleshooting was performed. The pump passed the functional testing. A day later the customer's spouse called back to inform that the customer was doing well.